Manufacturer narrative:
On (B)(6) 2015 - (B)(6) 2015 tandem technical support attempted to reach out to the customer multiple times to troubleshoot, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for diabetic ketoacidosis (dka), and was admitted into the hospital. The customer&#38112;bg levels registered at 3085mg/dl upon arriving to the emergency room (ER). The customer had not attempted any mode of treatment prior to arriving to the ER, they had not changed supplies for 5 days, and the pump battery had depleted. While at the hospital, the customer was treated via insulin drip and saline. The customer was still hospitalized at the time of the call, and their contact was to call back and troubleshoot.

Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10-15 minutes), and to also avoid frequent full discharges. The t:slim cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog.

Event description:
The pump battery had depleted and the pump subsequently shut off because the customer had not charged the battery. After one hour in the emergency room, the customer's blood glucose level had lowered to 918 mg/dl and was reported to be coming down toward target.